Event description:
A malfunction alarm identified as malf 16 was reported. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, the customer will use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery, and confirmed understanding of returning the problematic pump in storage mode with a pre-paid label.